Manufacturer narrative:
Medical devices: versys fmt cementless stem catalog no# unknown; lot no# unknown, therapy date : unknown. The manufacturer did not receive x-rays. The manufacturer received njr letter for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Durom resurfacing cup and versys fmt cementless stem appear to have a ptir ( patient time incidence rate) twice that of their group. As per the report there were total 182 primary surgery performed with durom cup and versys fmt cementless stem. A total of 28 revision cases have been registered.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Review of event description: it was reported that patient was implanted on an unknown side and revised due to unknown reasons. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s 'instruction leaflet for endoprothesis' conclusion: no further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.